Event description:
It was reported that during the procedure, after successful implantation of a 2.25x23 xience v rx stent in the left circumflex (lcx) coronary artery, at the left anterior descending coronary artery (lad)-lcx bifurcation, after performing pre-dilatation another 2.25x23 xience v rx stent delivery system (sds) was advanced via femoral access into a non-abbott guide catheter extension device without resistance, then toward a mildly calcified, 60% stenosed lesion in the proximal lad coronary artery, however, though excessive force was not applied, the stent dislodged during an attempt to cross past the previously placed stent at the bifurcation. While removing the dislodged stent via a non-abbott snare device, the two stents became entangled and caused the 1st implanted stent in the lcx to become crushed and stretched and was inadvertently explanted from the lcx due to the entanglement; the explantation resulted in minor vessel endothelium injury, which did not require treatment. The dislodged stent was ultimately snared from the anatomy. The lad and lcx were each treated with a non-abbott stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. The failure to advance/cross, difficulty to remove (entanglement) and device causing damage to the implanted stent could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional xience device referenced is being filed under a separate medwatch report. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.